Manufacturer narrative:
The device was returned to boston scientific for analysis. The sheath went through sterilization with the dilator inserted. The dilator was removed to test the functionality of the sheath. It was able to deflect and hold deflection. Inspection under microscope confirmed the damage at the tip of the dilator. The "quality control deficiency" conclusion code was selected for the allegation of "damaged/defective" as the dilator was inspected to be damaged.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon opening the package of the device, it was noticed that the dilator's tip was slightly perforated and inverted. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon opening the package of the device, it was noticed that the dilator's tip was slightly perforated and inverted. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.